Manufacturer narrative:
The cause of the breakage of the screw is not identified due to the lack of elements to be analyzed. Furthermore, the practitioner has removed the implant while it does exist a rework kit to extract broken screws that could prevent to remove the implant. The practitioner has been informed on that point.

Event description:
Screw broken after 1 year in molar sector (46 position). A fragment of the screw was blocked inside the implant. Ultimately the practitioner had to remove the implant.